Event description:
During a preventative maintenance (pm) service, the field service engineer (fse) failed the carriage strength test. There was no patient involvement and no customer-reported complaint.

Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The patient side cart (psc) failed carriage strength test during pm. The universal surgical manipulator 1 (usm1) was replaced. The system was then tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a testing platform where it failed the carriage strength test. Failure analysis results confirmed the issue identified during the pm service.